Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date (B)(6) 2021 since date of data collection was not provided. Device was implanted at time of event. Article information: comparing postoperative outcomes between the heartware hvad and the heartmate 3 g yost, et al. Asaio journal67.suppl 2: 132. Lippincott williams and wilkins. (Jun 2021). Doi: http://dx.doi.org/10.1097/mat.0000000000001492. University of michigan, ann arbor, mi, united states. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research abstract, "comparing postoperative outcomes between the heartware hvad and the heartmate 3 (hm3)," that heartmate (hm3) may be related to postoperative stroke, infection, arrhythmia, and hemolysis. This was a single-center, non-randomized retrospective study, which included 36 patients implanted with hm3 during 2019 with a minimum follow-up of 1-year, and was concluded on (B)(6) 2020. The primary endpoints were postoperative stroke, infection, arrhythmia, and hemolysis. The secondary endpoint was 1 year postoperative strove-free survival. It was found that stroke occurred at a rate of 0.32 events-per-patient-year (eppy) in the hm3 group. Infection occurred at a rate of 0.66 eppy in the hm3 group. Arrhythmia occurred at a rate of 0.90 in the hm3 group. The kaplan-meier analysis indicated significantly improved stroke free survival in the hm3 group.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assis device (lvad) devices and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿comparing postoperative outcomes between the heartware hvad and the heartmate 3¿, reported the following information: the purpose of this study was to compare clinical outcomes for the heartmate (hm) 3 and heartware hvad in a contemporary, non-clinical trial cohort of hm3 and hvad patients. A single center, non-randomized retrospective study was conducted with 41 patients implanted with the hvad and 36 patients implanted with the hm3 during 2019, with a minimum follow-up of 1 year, concluding on (B)(6) 2020. This study primarily observed postoperative stroke, infection, arrhythmia, and hemolysis in the patients, and secondarily observed a stroke free survival at 1 year postop. The study concluded that there were higher rates of stroke, infection, arrhythmia, and hemolysis as well as reduced 1-year stroke-free survival in the hvad group compared to hm3. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists stroke, infection (local, driveline, and pump pocket), cardiac arrhythmia, and hemolysis as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.